Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that holding sleeve 105mm experienced a failure involving a threaded hole that was too small for the appropriate wing nut, resulting in the wing nut becoming stuck and subsequently snapping inside the hole. Both the holding sleeve and wing nut required replacement. The event occurred pre-operatively, and there was no reported patient or user harm, nor any significant delay.